Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that, regarding if the device was causal or contributory with respect to the extension of the spondylodesis, surgical intervention, and hospitalization, "due to the fact that the scs (spinal cord stimulation) does covers all the pain. During the trial this was the fact. The surgery happened". Regarding resolution, it was noted that the event was still ongoing as the patient was in recovery of the procedure as it takes time. The devices remain implanted and in use. The information had been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's numeric pain rating returned to 7.3/10 for their back and legs. Clinical diagnosis was loss of pain relief. Reprogramming was necessary. It was noted that programming was checked on (B)(6) 2025 and everything was ok. The issue was ongoing. Patient age at consent was 47 years old. Additional information was received. As of on (B)(6) 2026, back pain was ongoing adding tonic program for back pain. Start diclofenac 75mg/d. Reprogrammed action date: on (B)(6) 2026. Additional information was received from the healthcare provider of a clinical study reporting that on (B)(6) 2026 extension of the spondylodesis from l3¿s1 to the l2¿l3 level. The patient was hospitalized from on (B)(6) 2026. Etiology was possibly related to the device or therapy.